Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely through a merlin@home transmission. Review of the stored electrocardiograms revealed, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were made on (B)(6) 2019. The patient was asymptomatic to the event.